Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 01dec2017. No further follow-up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting. Evaluation summary: a patient reported a humapen ergo ii device did not work. Initial assessment of the sample associated this complaint with the reportable malfunction of a missing abd clicker, which could lead to an under dose. Investigation of the returned device (batch 1506d02, manufactured june 2015) by the manufacturing site found the abd clicker was present and intact. No clicks were heard or felt because the injection clutch was missing due to the dial being separated from the dialing screw. The injection clutch positions the injection clutch spacer so that the injection button can be inserted into the injection clutch spacer. Therefore, if the injection clutch was not present during assembly, the injection button would not have been correctly inserted into the injection clutch spacer. The injection button and the injection clutch spacer were properly assembled in the returned device; therefore, the injection clutch was present during assembly and fell out during use, as a result of the dial to dialing screw separation, which is readily detectable and not classified as a reportable malfunction. No glue residue was observed in the glue wells, in the dial assembly, or on the dialing screw, and the injection clutch was not present. A complaint history, batch record and retain sample review did not identify any atypical findings with regards to dial to dialing screw separation. The probable root cause for the dial to dialing screw separation was determined to be associated with the manufacturing process; it is likely an air bubble prevented the application of glue onto the dial of the device. All humapen ergo ii devices are inspected for unglued dials at the end of the manufacturing process, using a manual process. The user manual states if any of the parts of your humapen ergo ii appear broken or damaged, do not use. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint (pc), regards a patient of unknown age, gender, and ethnicity. The patient was taking an unspecified medication for an unspecified indication via a humapen ergo ii (lot 1506d02/(B)(4)). The reporter stated that a humapen ergo ii did not work however did not provide any further information. The operator, training status, and duration of time the pen was used was unknown. The suspect pen, which was manufactured in jun2015, was returned on 14sep2017 with an unspecified potential company identified reportable malfunction which was further clarified as missing clicks. Upon investigation, it was noted that the clicker was present and intact. No clicks were heard/felt due to the injection clutch missing and dial separated from the dialing screw which occurred in the field. In addition, an air bubble during the manufacturing process may have prevented the application of glue on to the dial of the device. The consumer reporter did not provide a relatedness statement. Update 21nov2017: additional information was received from the global product complaint database on 20nov2017 for the (B)(4). As a device specific safety summary (dsss) was not provided at the time of this report, the malfunction and malfunction type was not updated to no. Update 01dec2017: additional information received on 30nov2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) (EU/(B)(6)) device information and malfunction from yes/cirm to yes/no cirm. Added date of manufacturer for (B)(4) associated with lot 1506d02 of a humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unknown age, gender, and ethnicity. The patient was taking an unspecified medication for an unspecified indication via a humapen ergo ii (lot 1506d02/(B)(4)). The reporter stated that a humapen ergo ii did not work however did not provide any further information. The operator, training status, and duration of time the pen was used was unknown. The pen returned on 14sep2017 with an unspecified company identified reportable malfunction. The consumer reporter did not provide a relatedness statement.